Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 240v. Evaluation of the logs indicated that the tower did experience an operating room team interactive (orti) screen freeze. This gave an error code for 'linked to image fault - endoscope image change test fail'. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the endoscope system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, on boot, there was no image displayed on the operating room team interface (orti) in tower. External displays were visible. Tower was restarted to resolve the issue. There was no patient involvement.

Event description:
It was reported that pre-operatively, on boot, there was no image display on the operating room team interface (orti) in tower. External displays were visible. Tower was restarted to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.